Event description:
This customer received a sample lis (laerdal inflate-a-shield) that was defective and would not inflate. The customer found the defect upon opening the package. The sample was provided to the customer to be evaluated for use in training classes.